Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Event description:
The MFR received information from a third party service center alleging a ventilator would turn on when the sd card was inserted, preventing shutdown of the device. There was no harm or injury reported.